Event description:
Procedure type: unk. Patient gender: unk. According to the reporter: stapler did not "flip" after making the cut and staple like it is supposed to. New device of the same make was applied to complete the procedure. Procedure was completed without any adverse effect to the patient.

Manufacturer narrative:
Initial report sent: 12/15/2008.